Event description:
It was reported the programmer would not interrogate the implantable neurostimulator (ins) and the patient was not able to make adjustments. The patient saw a screen showing that the aaa batteries were at ¼ so they were replaced with new aaa batteries. Due to the interrogation issues with the programmer, a replacement programmer was sent to the patient and again they were unable to connect. It was noted that about four weeks prior, the patient was reportedly told the battery was at ¿about a quarter left.¿ no symptoms reported. Analysis of the initial programmer found no significant anomaly. The antenna jack was re-soldered as a preventative measure. No outcome or further intervention was noted with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-33, lot# v075603, product type: lead. (B)(4).

Event description:
The representative who took the initial call updated the file to reflect: the patient never alleged that the battery had depleted faster than they thought it would.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.